Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. Replacement charging supplies were sent to the customer to address the issue. The customer declined a follow up call to confirm the issue had been resolved. There was no reported impact to the customer¿s blood glucose level.